Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received his scs system, including a percutaneous lead, on (B)(6) 2010. It was reported that the pt's stimulation changed in (B)(6) 2010 after a fall. Reprogramming was unsuccessful in providing effective stimulation coverage. The pt reported unintended and ineffective stimulation during the session. The physician performed an x-ray of the pt's scs system. Attempts to obtain additional info regarding the pt's condition and/or device status were unsuccessful. No further pt complications were reported.